Manufacturer narrative:
Investigation summary: it was reported during the customer withdrawing the solution from vial to syringe, they felt the filter needle was clogged. To aid in the investigation, four photos were received for evaluation by our quality team. The photos show a packaging box, a needle assembly connected to a syringe, a vial and the needle assembly not connected to a syringe. A device history record review was completed for provided material number 305211, lot number 8361988. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with no physical sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ blunt fill needle with filter was blocked while attempting to withdraw solution from the vial. The following information was provided by the initial reporter: "during the customer withdraw the solution from vial to syringe (18g), felt the filter needle was clogged. So the solution was not fully moved to the syringe."